Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead had sensing difficulty, non-capture and unacceptable thresholds. Dislodgement was also reported. The lead was removed and replaced. No patient complications have been reported as a result of this event.